Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate high voltage therapy and with complaints of dizzy spells. Atrial fibrillation with rapid ventricular rate was observed during device interrogation. The therapy cardioverted the patient to normal sinus rhythm after being in the vf zone. The device was reprogrammed and medication was changed. No further issues were reported.